Manufacturer narrative:
Hologic technical support (ts) reviewed logs, but there were no low positive or high negative samples in this wl. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas concluded there was likely workflow issues during sample handling or pipetting. Ts relayed pas's review to customer and advised to review workflow procedure and clean work areas. Customer understood and reported no further issues. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer requested a log review after seeing a general increase in positivity rate for sars-cov-2 tma runs using uncapped workflow and transferring samples into hologic slts. Hologic technical support reviewed wl (B)(6) using assay lot 278953 on panther instrument sn (B)(4), which had 8 positive samples out of 248 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.